Event description:
Medtronic received information from a journal article "coronary artery spasm after cryo maze iii procedure" in the society of thoracic surgeons (2011:92:1884-7) that a patient had right coronary artery spasm develop after the cryo maze iii procedure using an argon-based cryoablation system with probe application for a duration of 120 seconds at _100 degrees c. The spasm was reversed with intracoronary nitroglycerin with no adverse patient effects. The region of spasm suggested it was a consequence of proximity of the right coronary artery to the right atrial ablation lines.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Review of literature found no similar reports.